Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was unresponsive. As well, as that the wake button was delayed in responding to touch. The customer's blood glucose was 164 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.